Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke in half during use and the dlu would not load. Another device was used to finish the procedure. No pt injury reported.